Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical, shortly after beginning impella cp support, an impella in aorta alarm was recorded. This occurred during a planned pci with positioning of interventional equipment utilizing shockwave. To resolve the issue, the pump was repositioned back into optimal position successfully. The most likely cause of the positioning issues was use related. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported that there was an "impella in aorta" alarm during a planned percutaneous coronary intervention (pci). The impella cannula shifted frequently during the case needing positional adjustments but patient remained stable just with positioning of the interventional equipment. The impella cp was moved back into optimal position. There was no patient harm. Post pci, the patient remained hemodynamically stable and the impella weaned and explanted without issue.